Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no related complaints have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as adverse events that may be associated with the use of the hm3 lvas. Section 6 provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The hm3 lvas patient handbook is also currently available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a chest tube output > 2 liters (bleeding) within 24 hours after implantation. Surgical revision was needed. Patient underwent the operative procedure due to bleeding (the same day as the implant), after surgery no more bleeding, final suture for chest closure day after implant.